Event description:
It was reported by the dealer states low o2/yellow light after running few hours, noise from compressor and it heats up. Rental unit, no patient ID. No patient injury reported, no additional information provided.